Event description:
(B)(4) curved extended precision tip was in use during a craniotomy for tumor removal when it was not cavitating the tissue. After trouble shooting the issue, the tip was changed and this seemed to solve the problem and the cusa was working again. There was a 15-30 minute delay in the surgery due to the incident and no adverse consequence to the patient. The surgery proceeded without an issue.

Manufacturer narrative:
Integra has completed their internal investigation on 02/06/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: since the finished goods lot number was not provided, the device history record (DHR) could not be reviewed. A complaint history review was performed and documented in the product impact assessment. Scar and CAPA records were reviewed from december 2014 to december 2016, for any investigation regarding the reported condition ¿cusa was not cavitating tissue¿ on cusa tips and flues product. No investigation report was issued during this period. After reviewing the complaint system from december 2014 to december 2016, three (3) complaints related to ¿cusa was not cavitating tissue¿ (including the complaint being investigated) have been reported in the cusa tips and flues products family. Approximately 209,104 units of cusa tips and flues products have been released for distribution from december 2014 to december 2016 resulting in a complaint occurrence rate of approximately 0.000014. The evaluation of the returned c4608s cusa excel 36khz curved extended precision tip found no physical damage. A full sweep was performed with the tip connected to a cusa excel system. The c4608s cusa excel precision tip was found to be 100% functional. There may be multiple reasons why cavitation of the tissue was not accomplished. The tip may not have been properly installed in the hand piece and may have been loose. Also, it is possible that the system may not have been completely primed upon the first attempt at cavitation of tissue. The lack of water-flow would result in ineffective captivation. If the system was then, properly primed upon the second attempt, this may be the reason for successful captivation. Conclusion: reported complaint was unconfirmed; the findings are consistent with possible user error. The actual root cause could not be conclusively determined.